Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the pin that holds the leaf spring and lever together broke off. The root cause is attributed to misuse and wear. The date code a0810 indicates the instrument was manufactured in august of 2010 and is over 6 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The summit broach handle broke during surgery. The pin that holds the lever in place is backing out and cutting the surgeon's glove.